Event description:
The patient contacted lfs alleging that her one touch fast take meter was displaying the battery symbol. The patient obtained a reading of 142 mg/dl on her one touch basic meter while experiencing no symptoms. She contacted his medical professional for advice and received no treatment. The customer service representative discovered that the reported meter continued to display the battery symbol after the battery was replaced. The patient neither alleged harm no experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunction and the event meets the criteria for medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.